Event description:
It was reported the pt had fallen, and was experiencing a shocking sensation at the ipg site since the incident. The sjm representative attempted reprogramming but the issue was not resolved. The impedances on the lead were within normal limits. An x-ray revealed no anomalies. The physician undertook surgical intervention and tested the lead during the procedure. The physician opted to replace the ipg. The pt received effective stimulation postoperative and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.